Event description:
Reportedly, a very fast battery depletion was observed with the subject device in connection with visible "noise" on the right ventricular lead. The system was explanted. The subject ICD will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
Reportedly, a very fast battery depletion was observed with the subject device in connection with visible "noise" on the right ventricular lead. The system was explanted. The subject ICD will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, a very fast battery depletion was observed with the subject device in connection with visible "noise" on the right ventricular lead. The system was explanted. The subject ICD will be returned for analysis.